Event description:
Rec'd info that stated the pt experienced telemetry issues after a lifting episode last week which caused her to feel acute pain by the ins. Now the ins is unresponsive to telemetry attempts by pt programmer and recharger. Pt recharged last about two weeks ago and last felt her stimulation a week ago. Using the antenna locator did not resolve the issue. Add'l info has been requested and if rec'd a f/u report will be sent.

Manufacturer narrative:
(B)(4).